Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been estimated and entered as the date of publication 01jan2025 since the date of data collection was not provided. Cardiovascular center aalst, olv hospital, moorselbaan 164, 9300 aalst, belgium; department of clinical and molecular medicine, sapienza university of rome, 00189 rome, italy; department of critical care, royal brompton & harefield hospitals, guy¿s and st thomas¿ nhs foundation trust, london, UK; and department of anaesthetics, pain medicine and intensive care, imperial college london, london, UK. Iturriagagoitia a, mistrulli r, camp gv, penicka m, vandenbriele c. Transmitral doppler flow reflecting elevated pulsatility index in a heartmate iii assist device. European heart journal cardiovascular imaging. 2025;26(1):176. Https://dialog.proquest.com/professional/docview/3163474973?accountid=152602. Doi: http://dx.doi.org/10.1093/ehjci/jeae251. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported through the literature article titled ¿transmitral doppler flow reflecting elevated pulsatility index in a heartmate iii assist device¿ that heartmate 3 may be associated with right ventricular (rv) failure and suction events. This was a single patient case study involving a 70-year-old with idiopathic dilated cardiomyopathy that was implanted with heartmate 3 left ventricular assist device (lvad). Postoperatively, the right ventricular failure was managed with vasopressors, inotropes, inhaled nitric oxide, and sildenafil. On day 12, the patient became hypotensive with a pulmonary artery pulsatility index (pi) of 1.3 which indicated impaired rv function. Interrogation of the lvad showed abrupt rise in pi and reduced pump flow. A transesophageal echocardiogram showed near-total eclipse of the left atrium without pericardial fluid compression. Color doppler showed turbulent flow between the left atrium and left ventricle (lv) with a peak gradient of 43 mmhg during systole. The left ventricular (lv) cavity was small with kissing walls, while the rv was severely dilated. The patient diagnosis was left-sided suction and intracavitary obstruction due to left preload deficiency, triggered by fluid overload in a failing rv. The lvad speed was reduced, improving systemic pressure and reopening the left-side system. This article highlighted the importance of echocardiography in differentiating between the causes of pi changes in lvad patients.

Manufacturer narrative:
Section e3: initial reporter address corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system and the reported event of right ventricular (rv) failure could not be conclusively established through this evaluation. Additionally, the reported elevated pulsatility index (pi) values and reduced pump flow values could not be confirmed as no log files were submitted for evaluation. Additionally, although a specific cause for the reported suction event could not be conclusively determined through this evaluation, the account indicated that this event was due to preload deficiency that was triggered by fluid overload in a failing rv. The heartmate 3 device serial number, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). This section states that pi is a calculation related to the amount of assistance provided by the pump. Pi values typically range from 1 to 10. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 1 also explains that if the lvad speed is set too high, the inflow pressure may fall to the extent that it attempts to recruit blood from the left ventricle, left atrium, and pulmonary vasculature that is not there. This will result in the collapse of the left ventricle. The heartmate 3 lvas employs a feature called suction detection to recognize and avert this condition. During a suction event, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pulsatility index (pi) event is detected, at which point the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. Large changes in speed may indicate an abnormal condition that should be evaluated for cause. Section 4 of the IFU, ¿heartmate touch¿ communication system¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 of the IFU, ¿patient care and management¿, states that sudden right ventricular failure may develop during or shortly after pump implantation and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.